Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported bleeding and pain upon insertion of the adc device. The customer also noted that the sensor had difficultly activating. The customer removed the sensor and cleaned up the blood. There was no report of third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.